Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported by the customer that this event involved a 7 fr. Sheath used in a procedure to treat a left sfa (superficial femoral artery) stenotic lesion. A gore vibahn endoprosthesis was advanced through the sheath; however, it was not possible to advance over the aortic bifurcation and into the target lesion. As a result, upon removal of the vibahn device through the sheath, the artery was ruptured. The pt was transferred to surgery where the artery was repaired. The pt was reported to be fine post surgery.